Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. The reporter also stated that they were unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission:11/02/2016. The device has been returned and evaluated by product analysis on 10/12/2016 with the following findings. There was one pump reboot event observed in the black box download. The battery compartment was cracked along the side of the pump. The battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The pump was exercised for 24 hours with a test cap and no power interruptions were observed.